Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 97 mg/dl at the time of incident. Customer stated that the insulin pump numbers were scrolling and the buttons were unresponsive while trying to program a bolus. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. Customer also reported to have received a battery out limit alarm and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No time clock anomaly and ramping numbers noted on the display. Insulin pump passed displacement test, self-test, unexpected restart test and all operating currents tested within the specific range. Insulin pump was monitored and tested with unexpected battery out limit and failed battery test noted. Insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.